Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket tore after the surgeon inserted the camera. A new trocar used to complete the case.